Event description:
It was reported that during a coronary stent procedure, the stent dislodged after removal. The physician was unsuccessful in advancing this device through a tortuous rca lesion that had been pre dilated. He was unable to advance past the shepherds crook. During withdrawal of the delivery/stent device, resistance was encountered at the guide catheter. The physician elected to remove th entire system. Upon entire system removal, the stent dislodged on the back table. No pt injury or complications were reported.